Event description:
Surveillance of the literature revealed four case reports of endophthalmitis associated with the use of baerveldt glaucoma implants this report contains info relevant to the third case. A developed endophthalmitis in their right eye several years after the insertion of a 350mm 2 baerveldt glaucoma implant superotermporally and 250mm 2 inferotemporally. Pt presented with a reduced visual acuity of hand motion and an intraocular pressure (iop) of 46mmhg. Examination revealed that the superotemporal baerveldt tube retracted and a membrane grew over its surface. Treatment included a repeat keratoplasty and extension of the baerveldt tube using an intravenous catheter. Visual acuity improved to 3/200 postoperatively with an iop of 16mmhg without antiglaucoma medication. Seven weeks postoperatively, the pt presented with ocular pain. Examination revealed an exposure of the intravenous catheter. Diagnostic paracenteses of the anterior chamber and vitreous were performed. The intravenous catheter was removed and the superotemporal baerveldt tube was placed subconjunctivally. The pt was treated with intravitreal and subconjunctival cefazolin, ceftazidime, and dexamethasone. Fortified topical cefazolin and ceftazidime and topical prednisolone acetate were used postoperatively. Microscopic examination of the vitreous aspirate showed acid-fast bacilli. Cultures of the anterior chamber, vitreous aspirates, and baerveldt implant grew mycobacterium chelonae. Antimicrobial therapy was changed to topical amikacin and oral clarithromycin. The supertemporal baerveldt implant was removed 3 weeks after the paracentesis and antibiotic injection. At 10 months follow-up, visual acuity was 3/200 and iop was 15mmhg on three glaucoma medications. The authors conclude that endophthalmitis is an uncommon complication of glaucoma drainage implants and exposure of the tube seems to represent a major risk factor for late infection. A pharmacia physician considered the case to be serious based upon the sight threatening event and intervention.